Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Encountered problems during prime with using too much ac and not enough saline. The pt had complained of a mild citrate reaction near the conclusion of the procedure which was ceased just short of target values. Procedure was paused, physician notified, calcium was given. (Three (3) grams). This report is being filed due to medical intervention for the pt reaction.

Manufacturer narrative:
Fin (B)(4). Investigation: this disposable set was unavailable for return and investigation. A machine checkout was performed: unable to duplicated the reported condition. Verified, inspected and tested the pumps, valves and a/c sensor. Performed a simulated run (tpe set lot #10r15282), the machine did not have any alarms during the prime or the run of the procedure. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: from the info provided by the operator, some conclusions are able to be drawn. The low remaining volume of ac and the over-inflated saline bag in combination point to the priming of the disposable with anti-coagulant. The operator of the procedure verified that the proper solution spikes were placed in the proper solution bags. Despite proper spike color aligned with the proper bag, it is theorized that the ac line was carrying normal saline and the access saline line was transporting anticoagulant. The root cause of this solution line switch is unk without access to disposable investigation. Conclusion: anticoagulant reactions are a known potential side effect of the procedure. It appears that the tubing set may have been primed with anticoagulant, but this cannot be confirmed without the tubing set.